Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent rows 1-2 were damaged and the stent struts were lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of polymer extrusion found damage to the inner/outer polymer extrusion extending 12 mm distal from the exit port. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the stent was damaged during introduction of device inside the patient. The patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x28mm (B)(6)¿ drug-eluting stent was selected to treat the lesion. However, during preparation it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported.